Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). There are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Faillure confirmed:no. Investigation result code: san diego eds products no return of device for evaluation. Closure rationale: complaint could not be verified, materials not returned for analysis. Low safety risk of harm, individual complaint related to issue stated. Complaint will be included in trending data for further review and investigation if needed.

Event description:
Part nt821731c, eds 3, gen ll, no catheter - siebel/salesforce shows customer's unit broke while in use. Sales manager was able to confirm the part number. No patient injury or death.

Manufacturer narrative:
Initial report ref to natus complaint #(B)(4). Siebel/salesforce shows customer's unit broke while in use today. Customer asked to return the complaint form. Customer was asked to confirm information on the part and to confirm if it is available for return. Customer confirmed they still have the part but not the box. Sales manager was able to confirm the part number. Customer provided return label to send product to cg labs for decontamination. Additional email provided confirming customer has disposed of the product, therefore unable to return for evaluation. Customer may have a picture. Per (B)(4) complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. Acceptable risk associated with the complaint as per line 4.2 in doc-035405 risk analysis spreadsheet, severity - 3. No death or serious injury, considered to be customer inconvenience. Risk is considered to be low. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Further investigation to be carried out.

Event description:
Part nt821731c, eds 3, gen ll, no catheter - siebel/salesforce shows customer's unit broke while in use. Sales manager was able to confirm the part number. No patient injury or death.